Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd integra¿ syringe with detachable needle retracted prematurely and plunger movement was difficult. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no: 305270, batch no: unknown. It was reported that consumer's wife was doing the injection in his leg and when she removed the syringe, the needle was not there. He said he felt pain at the injection site and also bleeding. The plunger rod on the first one could not fully depress and the needle was exposed. Verbatim: from phone call on (B)(6) 2019 14:17:54: called consumer for additional information, stated that his wife was doing the injection in his leg and when she removed the syringe, the needle was not there. He said he felt pain at the injection site and also bleeding. He went to the ER and had x-rays done but the needle was not found. Consumer was not aware that the syringe retracts after injection. I explained how to use and he understood but said no one explained it to him. He said this was the second integra syringe that he used. The plunger rod on the first one could not fully depress and the needle was exposed. Consumer will send both syringes for evaluation. Consumer called back and stated that he found 5 other syringes in his sharps container that did not retract. He said they are the same as the two that were previously mentioned. He requested a claim form to submit bills for reimbursement, will also send in the syringes that did not retract. One of your 3ml 25 gauge needles came detached from the syringe and became embedded in my thigh below the skin. As I write this I am in the hospital emergency room to have it removed on the recommendation of the nurse at my insurance provider. This will cost me $100s of dollars and you are going to pay for it along with any associated costs/damages. If you refuse or deny responsibility for your defective product I will sue. Since your product is sold in jurisdiction lies here.

Event description:
It was reported that bd integra¿ syringe with detachable needle retracted prematurely and plunger movement was difficult. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no: 305270 batch no: unknown. It was reported that consumer's wife was doing the injection in his leg and when she removed the syringe, the needle was not there. He said he felt pain at the injection site and also bleeding. The plunger rod on the first one could not fully depress and the needle was exposed. From phone call on (B)(6) 2019 14:17:54: called consumer for additional information, stated that his wife was doing the injection in his leg and when she removed the syringe, the needle was not there. He said he felt pain at the injection site and also bleeding. He went to the ER and had x-rays done but the needle was not found. Consumer was not aware that the syringe retracts after injection. I explained how to use and he understood but said no one explained it to him. He said this was the second integra syringe that he used. The plunger rod on the first one could not fully depress and the needle was exposed. Consumer will send both syringes for evaluation. Consumer called back and stated that he found 5 other syringes in his sharps container that did not retract. He said they are the same as the two that were previously mentioned. He requested a claim form to submit bills for reimbursement, will also send in the syringes that did not retract. One of your 3ml 25 gauge needles came detached from the syringe and became embedded in my thigh below the skin. As I write this I am in the hospital emergency room to have it removed on the recommendation of the nurse at my insurance provider. This will cost me (B)(6) if dollars and you are going to pay for it along with any associated costs/damages. If you refuse or deny responsibility for your defective product I will sue. Since your product is sold in jurisdiction lies here.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.